Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2021: 87 mg/dl (system 1) and 507 mg/dl (system 2). The patient also received the following results within 15 minutes on (B)(6) 2021: 85 mg/dl (system 1) and 235 mg/dl (system 2).